Event description:
A customer reported via phone call indicating that they were hospitalized of hypoglycemia on (B)(6) 2015. The customer had a high blood glucose level of 40 mg/dl during the emergency call. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that their insulin pump had a blank display screen. The customer was informed that (B)(4) aaa alkaline batteries are most effective. The customer was assisted with the issue but the black display was not resolved. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.

Manufacturer narrative:
Findings: unit received with blank display due to corroded electronic assembly. Unable to perform functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test due to blank display. Corroded motor assembly noted during visual inspection. Unit received with cracked case on display window corners, minor scratched lcd window, and cracked reservoir tube lip.